Manufacturer narrative:
The unit was rebooted which resolve the issue. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure to power up during pre-use checkout. There was no patient involvement.